Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that two infusion sets were kinked when removed from patient's site and infusion set cannula was crimped. The patient was hospitalized for diabetic ketoacidosis and blood glucose level was 480 mg/dl at the time of hospitalization. During hospitalization, patient was treated with pump and drip via intravenous route. The infusion set had been in use for a day and a half and site location was at the abdomen. The patient was hospitalized for 3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.